Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pcb board had failed, causing the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm load set as expected. They stated that it failed to alarm. Mmd did not follow up with the initial reporter because at the time of the complaint they had stated that the complaint occurred during testing and had no effect on a patient. They stated that they did not have any additional information. (B)(4)